Manufacturer narrative:
B4: 24jul2020. G4: 23jul2020. H10: a gas delivery system (gds) assembly was returned for analysis. A visual inspection of the returned component was performed, the data acquisition (da) board and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
B4: 24jul2020 g4: (B)(6) 2020 h10: a gas delivery system (gds) assembly was returned for analysis. A visual inspection of the returned component was performed, the data acquisition (da) board and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date not specified. Date of report: 01may2019. The customer troubleshot with technical support. The customer replaced the flow sensor assembly to address the reported issue.

Event description:
It was reported that the ventilator was failing air flow testing. There was no patient involvement.